Event description:
As indicated in a legal brief, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: physical and emotional damages from embedment, tilting, fracturing, perforation and removal of the filter and the resultant symptoms. The following additional information was received per the patient¿s medical records: at the time of implant, the patient¿s preoperative diagnosis was deep venous thrombosis and pulmonary embolism. The trapease filter sheath was introduced through approximately the l2-l3 vertebral level. As the sheath was retracting, there was a slight tilt to the filter and the physician attempted to withdraw the sheath a bit further expecting that it may tilt in a more straight manner; however, the filter did not move as the physician continued to retract the sheath. Later venacavogram was then performed which demonstrated that likely a portion of the filter had stuck to the vena cava wall, protruded through it and thus it would remain in that position. The vena cavogram was then performed. There was of evidence of leak. Approximately eight years and eight months post implantation, the patient presented for filter removal with chronic deep vein thrombosis and personal history of pulmonary embolism status post filter placement. Venography of the inferior vena cava (ivc) was performed to asses filter position and evaluate for intra-filter thrombus. The filter position was in the infrarenal ivc. The filter was noted to have one strut partially fractured. There was no intra-filter thrombus. There was extra-caval positioning of the filter apex. Forceps technique via the jugular access was used to dissect and grasp the extra-caval filter apex with aid of forceps technique via the groin access. The inferior aspect of the filter was secured with a tri-loop endovascular snare and the inferior aspect of filter was adherent to the wall for which laser-sheath assisted photothermal ablation was performed to free the incorporated struts from the ivc wall. The filter was removed via the femoral access sheath. Intact trapease filter with a few fractured struts, determined to be intact on inspection post retrieval. According to the information received in the patient profile form (ppf), the patient reports partially fractured struts with full body ivc filter removal, perforation of filter strut(s) outside the ivc, tilt, and filter embedded in wall of the ivc . The patient also reports suffering from pain prior to ivc removal; stress and anxiety.

Manufacturer narrative:
Evaluation codes: 1498 ¿ pulmonary embolism, 1528 ¿ retrieval difficulty. The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the following events occurred; filter tilt, perforation, fracture, filter embedded, filter removal pain and anxiety. The patient reported partially fractured struts with full body ivc filter removal, perforation of filter strut(s) outside the ivc, tilt, and filter embedded in wall of the ivc. The patient also reports suffering from pain prior to ivc removal; stress and anxiety. The indication for the filter implant was pulmonary embolism and deep vein thrombosis. The filter was placed via the right common femoral vein and as it was being deployed there was a slight tilt to the filter and the physician attempted to withdraw the sheath a bit further expecting that it may tilt in a straighter manner; however, the filter did not move as the physician continued to retract the sheath. Later venacavogram was then performed which demonstrated that likely a portion of the filter had stuck to the vena cava wall, protruded through it and thus it would remain in that position. The vena cavogram was then performed. There was of evidence of leak. The sheath was removed, and pressure was held at the groin. Approximately eight years and eight months post implant, the patient presented for filter removal, the patient¿s contraindication to anticoagulation had been rescinded and can be or has been initiated. Venography of the inferior vena cava (ivc) was performed to asses filter position and evaluate for intra-filter thrombus, the filter position was in the infrarenal ivc and was noted to have one strut partially fractured. There was no intra-filter thrombus. There was extra-caval positioning of the filter apex. Forceps technique via the jugular access was used to dissect and grasp the extra-caval filter apex with aid of forceps technique via the groin access. The inferior aspect of the filter was secured with a tri-loop endovascular snare and the inferior aspect of filter was adherent to the wall for which laser-sheath assisted photothermal ablation was performed to free the incorporated struts from the ivc wall. The filter was removed via the femoral access sheath. Intact trapease filter with a few fractured struts, determined to be intact on inspection post retrieval. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review, the reported filter tilt, perforation and fracture could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: physical and emotional damages from embedment, tilting, fracturing, perforation and removal of the filter and the resultant symptoms. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and fractures could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the reported tilt or fracture contributed to the reported perforation. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As indicated in a legal brief, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: physical and emotional damages from embedment, tilting, fracturing, perforation and removal of the filter and the resultant symptoms.